Manufacturer narrative:
The device was manufactured by invacare (B)(4). Based on the available information the underlying cause could not be confirmed. The device was returned in (B)(6) 2018 and in (B)(6) 2018 for the same alleged malfunction, no malfunction was found, and the issue could not be duplicated. The symptoms are consistent with the sensitivity being too great for the end user. Invacare (B)(4) has requested the device be returned for investigation, but as of the date of this filing it has not been received. When more information becomes available a follow-up will be filed.

Event description:
The user alleges that his tdx sp2 wheelchair changes from speed 1 to speed 3 without any action from him. The chair sped up and his right leg was stuck between his wheelchair and his bed causing an injury (open wound to the tibial zone). This event occurred in (B)(6), invacare is filing this report because the device is also marketed and sold in the us.